Event description:
It was reported that while performing a peroxisomal afib procedure, there was a perforation. The patient was stable after performing pericardiocentesis. The customer did not indicate any malfunction of the bwi equipment.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce infusor lv 2ml/hr device had ruptured during filling. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer did not indicate any malfunction of bwi equipment. The customer refused service of the equipment and has continued its use. Concomitant biosense webster products used during the procedure: carto xp system, model no.: m-4700-01, serial no.: (B)(4). Stockert 70 system, model no.: m-5463-01, serial no.: (B)(4).

Manufacturer narrative:
(B)(4). Multiple follow ups were made to retrieve the product, however it was not returned. It was later reported that the product was discarded by the customer.